Event description:
It was reported that the user experienced intermittent loss of continuous glucose monitor (cgm) communication with the ilet while using a dexcom g7, resulting in two approximately one-hour gaps without glucose readings and rising glucose during those gaps. The user subsequently changed the cgm and completed sensor pairing, after which readings resumed, and the user also reported infusion site pain after a same-day supply change with an inset infusion set. Symptoms included hyperglycemia with a peak reading of 284 mg/dl. Outcomes included user-performed troubleshooting, continued monitoring, and no alerts, alarms, or medical intervention. Investigation included technical troubleshooting and user education by phone. Investigation of this case revealed communication loss between the cgm and ilet, successful re-establishment of readings post-pairing, and a potentially suboptimal infusion site associated with pain. It was concluded that hyperglycemia occurred in the context of intermittent cgm-to-pump communication loss and a possibly problematic infusion site.